Manufacturer narrative:
Correction: based on the complaint information review, it was noticed that the part number reported in the complaint is not a collector manufactured by flex medical. No further reporting will be done for this complaint.

Event description:
It was reported that lid of bd¿ sharp collector was damaged before use.

Manufacturer narrative:
Correction: in section h.10 of the previously submitted MDR, sections d.1 and h.1 were incorrectly referenced as the medical device expiration date and device manufacture date. This supplemental MDR is being submitted to correct those references to show the following: d.4 medical device expiration date h.4 device manufacture date.

Event description:
It was reported that lid of bd¿ sharp collector was damaged before use.

Event description:
It was reported that lid of bd¿ sharp collector was damaged before use.

Manufacturer narrative:
The following information has been updated due to additional information: medical device catalog #: 300279. Medical device lot #: 18c01. Unique identifier (UDI) #: (B)(4). Device manufacture date: 3/23/2018. Investigation: no physical sample is received from the client, only two photographs. Upon observation, it is observed that the lid is broken. When reviewing the defect with the third party, process indicates that they does not make the additional labeling that is observed in the photographs and during the conditioning and inspection process there was no defect with the problem reported by the third party process. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. During the analysis of root cause it is observed in the photographs that the product was submitted to an additional labeling process which is not executed by bd, which could explain the reason the material presents the damage by manipulation.

Manufacturer narrative:
The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that lid of bd¿ sharp collector was damaged before use.